Event description:
The customer contacted beckman coulter inc (bec) in regards act diff instrument generated erroneous low wbc, plt and high rbc, hgb, hct without instrument generated flags for one patient sample when compared to the same sample run on a reference instrument. Reference results were considered correct. The erroneous results were reported outside the lab; however, no death, injury or change to patient treatment attributed to this event was reported. The specific sample was collected in a bd vacutainer tube. Controls were run before the reported event and customer noted that it took multiple runs to get qc to pass after having high plt backgrounds. On (B)(4) 2011 a bec field service engineer (fse) bleached all diluent and aspiration systems and replaced all reagents. All backgrounds now in specifications. Ran several samples without further errors. Based on information provided, the root cause cannot be determined, but initial patient results are indicative of inadequate sample mixing.